Event description:
Patient called in the morning to say that not all of her tpn infused and that her pump was reading internal clock needs repair. Had her bring the pump and tpn bag in. Approximately 200ml left in the tpn bag. Assessed the history on the pump and is all correct. Nothing amiss noted. New pump given and will follow up with pt in the am.